Event description:
The patient was being transferred in a patient lift and fell out of the sling due to improper application of the sling. The patient suffered a head injury and passed away. Both the facility and the state survey inspector confirmed the cause was improper usage/user error. The lift and sling were evaluated and found to be in good condition.